Event description:
It was reported that during a CABG procedure, that scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The three devices were discarded.

Manufacturer narrative:
Date sent: 09/30/2008. Information is unavailable; device was not returned for evaluation.